Event description:
It was reported that an occlusion alarm occurred, but technical support was unable to verify the alarm number in pump history, and it was unknown whether the customer¿s blood glucose level went above the reported threshold because the caller declined to provide this information. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by changing cartridge and resuming insulin, later confirmed not experiencing frequent or recurring occlusion issues, and technical support determined no additional assistance was necessary and closed case.